Manufacturer narrative:
Sections with additional information as of 10-jul-2023: h6: updated FDA¿s type, findings and conclusions codes. H10: retention testing was performed using ketone test strips from the same lot. Retention strip lot passed within specifications.

Event description:
Consumer reported complaint for the trueplus ketone test strips. Customer stated he had purchased 100ct (two vials) of the ketone test strips and that the test strips in one of the vials are grey in color. Customer stated the test strips in the second vial are not discolored and are working as intended. The package had not been open or damaged when received by the customer. The customer is using the ketone test strips for a keto diet. The product is not stored according to specification (bathroom). The test strip lot manufacturer¿s expiration date is 06/27/2024 and customer has been using the product since (B)(6) 2023. The customer feels well and did not report any symptoms. No medical attention associated with the use of the product was reported.

Manufacturer narrative:
Internal report reference number: (B)(4). Ketone test strips were returned for evaluation. Product testing was performed and defect found on returned ketone test strips: physical defect of strips; discolored grey pads. Root cause: rc-061: storage outside specifications. Note 1: manufacturer contacted customer in a follow-up call on 31-may-2023 to ensure the replacement product resolved the initial concern - able to establish contact with customer who stated he had received the replacement product but had not yet used it. Note 2: manufacturer contacted customer in several follow-up calls to ensure the replacement product resolved the initial concern - unable to establish contact with customer at this time.